Event description:
It was reported that this left ventricular (lv) lead was capped due to a lead fracture. It was suspected that the lead fractured due to clavicular entrapment. There were impedance issues, loss of capture, and high pacing thresholds. Pacing was not delivered when required. Another lv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that this left ventricular (lv) lead was capped due to a lead fracture. It was suspected that the lead fractured due to clavicular entrapment. There were impedance issues, loss of capture, and high pacing thresholds. Pacing was not delivered when required. Another lv lead was successfully placed. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available, this report will be updated.